Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/18/2016 with the following findings. The pump was put on a basal program of 1u/hr for 24 hours during the investigation pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Tdd history matches basal and bolus history; basal history adds up correctly to the basal segment programmed by the user. No alarms in the alarm history indicating an interruption in delivery. Battery compartment crack noted at case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no reportable event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment, this report is made based on the results of an investigation completed on (B)(6) 2016.